Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous, proximal left anterior descending artery. The 1.5x15mm apex push monorail was advanced to the lesion and upon the first inflation, the balloon ruptured at 4 atmospheres. The procedure was completed with two balloons and rotational atherectomy. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).